Event description:
It was reported that a remote alert was received, indicating an elevated, out-of-range pacing impedance measurement (greater than 3,000 ohms) had been detected from this right ventricular (rv) lead. This resulted in a lead safety switch (lss) from bipolar to unipolar mode. Prior to the lss, there was also evidence of stored rv lead noise. It was recommended to perform an in-office assessment of the rv lead integrity. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.